Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris texium secondary set experienced separation with leakage. The following information was provided by the initial reporter: tubing came apart below the drip chamber while in use.

Event description:
It was reported that the bd alaris texium secondary set experienced separation with leakage. The following information was provided by the initial reporter: tubing came apart below the drip chamber while in use.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint of drip chamber separation could not be verified due to the product not being returned for failure investigation. The sample was given to fedex by the customer, but there was an issue during the return of the sample and the sample was lost. The material and failure are something manufacturing is working toward addressing. There is a funded project at the plant level to mitigate the risk of solvent based separations recurring. Device history record review for model 40000-07t lot number 22029697 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Device history record review for model 40000-07t lot number 22049007 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 05apr2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10